Manufacturer narrative:
The customer reported that the central nurse's station (cns) displayed a black screen with "no video input" error message. No patient injury or harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the central nurse's station (cns) displayed a black screen with "no video input" error message. No patient injury or harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the central nurse's station (cns) displayed a black screen with a "no video input" error message. No patient harm was reported. Service requested / performed: troubleshooting. Investigation summary: the overall risk score is high. The root cause for loss of video is component failure due to power outage. As this issue has an overall risk score of high, a CAPA is required per corrective action and preventive action process, sop07-003. As the issue is not related to a design or manufacturing non-conformance, a CAPA was not initiated.

Event description:
The customer reported that the central nurse's station (cns) displayed a black screen with "no video input" error message. No patient injury or harm reported.